Event description:
The customer contact reported the pt received less medication than intended. At 1028, the pump was programmed to deliver dilaudid 1mg/ml, in the pca+continuous mode, at a continuous rate of 1mg/hr, a 0.1mg pca dose, with a 10 minute pt lockout, and a 1.6mg one hour limit, and the delivery was started. At an unspecified time, the pt was complaining of breakthrough pain and the physician was notified. At an unspecified time, the pt was treated with an unspecified volume of morphine sulfate intravenously. At 1805, the pump was reprogrammed to deliver a 0.2mg pca dose and the delivery was resumed. At 2100, the nurse reported that the pump indicated 17.9mg had been delivered; however, only 3ml was missing from the vial. The pump was removed from clinical service. Therapy was resumed using a replacement pump. The customer reported, "due to the pt's pain level, the nurses think that the pt did not receive any narcotic via the pump throughout the day until 9pm when the pump was changed." The customer contact reported that at an unspecified time while the pump was in clinical use, for an unspecified reason, the tubing was clamped for an unspecified length of time. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the user facility. A review of the history indicates on (B)(6) 2010 at 1026, the pump was powered on, there was a check syringe and a check injector alarm, a custom vial was confirmed, the history was cleared, and the line was purged. At 1028, the pump was programmed to deliver a custom vial with a drug concentration of 1mg/ml, in the pca+continuous mode, with a 1mg/hr continuous rate, a 0.1mg pca dose, a 10 minute pt lockout, and a 1.6mg one hour limit which corresponds to the customer's reported programming. At 1029, the door was locked, there was an infuser paused alarm, the door was opened, locked, and the infusion started. Between 1035 and 1143, there were seven 0.1mg pt initiated deliveries and 48 unmet pt demands. At 1144, there was an infuser paused alarm and the infusion was started. Between 1146 and 1309, there were five 0.1mg pt initiated deliveries and 22 unmet pt demands. Between 1312 and 1314, there was an infuser paused alarm and infusion was started. Between 1315 and 1410, there were six 0.1mg pt initiated deliveries and 48 unmet pt demands. Between 1411 and 1412, there were 2 infuser paused alarms and the infusion was started twice. Between 1413 and 1435, there were two 0.2mg pt initiated deliveries and 15 unmet pt demands. Between 1436 and 1804, there were 2 infuser paused alarms, the delivery was resumed twice, there were 15 0.1mg pt initiated deliveries, 59 unmet pt demands, and the door was opened. Between 1805 and 1806, the door was opened twice, locked 3 times, there was a check settings alarm, the pump was programmed to deliver a 0.2mg pca dose with a 2.2mg 1 hour limit and the delivery started twice. Between 1811 and 2056, there were 13 0.2mg pt initiated deliveries, 52 unmet pt demands, there were 3 infuser paused alarms and the delivery was resumed 3 times. Between 2058 and 2100, the door was opened, there was a check vial alarm, 2 barcode not read alarms, 2 check syringe alarms, the settings were confirmed, the door locked, the delivery was started, and there was one 0.2mg pt initiated delivery. Between 2102 and 2212, there was one 0.2mg pt initiated delivery and 2 unmet pt demands, there was an infuser paused alarm, the door opened and the pump powered off. On (B)(6) 2010 at 0917, the pump was powered on and a 17.9mg total was cleared. (B)(4).